Manufacturer narrative:
The reported events of noise and ¿break in insulation¿ were confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external abrasion breaching the outer insulation exposing the outer coil noted at 14.0 cm to 14.6 cm from the connector pin ,proximal to the suture sleeve tie impressions. The cause of the reported events was isolated to the external abrasion breaching the outer insulation exposing the outer coil caused by friction to the device can.

Event description:
It was reported that noise and oversensing was observed on the atrial lead. During a procedure to explant the lead, an insulation break was observed. The atrial lead was explanted and replaced. The patient was stable.